Event description:
The customer reported that they were unable to manually prime after multiple attempts. The customer stated they were able to fill reservoir with insulin but unable to prime when connected to tubing. The customer changed the reservoir and the issue was resolved. Blood glucose value is unknown. The reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.